Event description:
Hill-rom technician stated that the sliding head cover had gotten bent some how and caused the head section not to lower the last 10 degrees of travel. He did not know how this had happened. He replaced the sliding head cover to repair this bed. There were no alleged injuries.